Event description:
It was reported that after a laparoscopic gastric bypass procedure, the nurse was going to release the battery from the stapler. The battery was totally stuck and it was not able to be removed. The battery also was pretty hot/warm, although it was approximately ten minutes since the last usage of the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.